Manufacturer narrative:
This device referenced in this report has not been returned to olympus. The manufacturing record of the subject device was reviewed with no abnormality possibly associated with the reported phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available at a later time, this report will be supplemented.

Event description:
Olympus was informed that after the patient was anesthetized, the subject device did not display image even the power was turned on. The user facility replaced the subject device with another device. There was no patient injury reported.